Manufacturer narrative:
Patient information was not provided for reporting. Exact date when the device stripped is unknown. It was noted on oct 18, 2017. (B)(4). Lot# unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter's contact number (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported as follows: it was reported that the long t25 matrix screwdriver was slightly stripped at the distal tip. This was discovered while setting up for a matrix lumbar fusion on october 18, 2017. The screwdriver was removed from the set and the surgery went on as planned as another screwdriver shaft was present in the system. In addition, the tplif (transforaminal posterior lumbar interbody fusion) casing (composed of the lid and base) was significantly damaged where the tray is dented at one of the corners; therefore, lacking functionality. The small door opening on the tplif casing (on the side) cannot be closed properly. This is probably due to wear and tear as this tray is old. There was no patient harm and no surgical delay. This report is for one (1) t25 stardrive shaft f/matrix long. This is report 1 of 1 for (B)(4).